Event description:
It was reported that, "the patient was scheduled to undergo a revision surgery in late (B)(6) 2011, at the (B)(6). At this time the sales rep informed surgeon that the appropriate product might not be at the hospital on time but the doctor decided to proceed with the surgery. Surgeon then discontinued the surgery and closed the wound."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. The devices are not available due to the ongoing litigation.